Event description:
It was reported the patient's left hip was revised due to shell loosening and suspected fibrous ingrowth. A shell, screw, head and liner were revised to competitor acetabular components with a stryker ceramic head and sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.